Manufacturer narrative:
.

Event description:
It was reported that the patient underwent generator repositioning due to patient discomfort on (B)(6) 2015. The generator was turned off before surgery and upon post-op when the device was programmed back on, the generator stated it was at near end of service. The consultant discussed with the surgeon how electrocautery used during surgery could have depleted the battery. System diagnostics said lead impedance of ok. Generator was left at pre-op settings of 1.75ma/30sec/1.1min. The patient's primary neurologist would be contacted regarding a battery change. Although surgery is likely, it has not occurred to date. Further information was received which indicated the surgery was for patient comfort. No causal or contributory programming or medication changes precede the onset of the pain. The pain was confirmed to be in the chest area. No patient manipulation or trauma occurred. The pain was first observed around (B)(6) 2015. The patient's mother stated that the surgeon removed scar tissue and moved the generator "under the muscle" which improved and resolved the pain.

Event description:
It was reported the patient had generator replacement surgery on (B)(6) 2015 due to generator battery depletion. It was noted the generator was unable to be interrogated prior to surgery. The explanted generator has not been received by the manufacturer to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was received by the manufacturer for analysis. Product analysis found that the reported failure to program was not replicated in the lab. The generator was able to be interrogated at all multiple orientation adjacent to the programming wand. The battery voltage observed did not meet the threshold for eos (end of service). It was also noted the septum of the generator was not cored, eliminating the possibility of a potential unintended electrical current path through body fluids. The generator's output signal was monitored in the product analysis lab for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. The reported premature end of life was not duplicated in the product analysis lab. The final electrical test showed and ifi = no condition (intensified follow-up indicator). The vns programming history database showed no parameters available for the generator. A battery life calculation was performed using the "as received" parameters and estimated the generator had approximately 4.7 years remaining until neos = yes condition (near end of service). There were no performance or any other type of adverse conditions found with the generator.